Event description:
The customer reported that the cartridge was not fitting properly onto the pump due to an o-ring on the pneumatic tap, despite the pump being fully seated with no housing damage. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to remove the pump case, clean the pneumatic area, and ensure no debris was present. After guidance, the customer managed to correctly reposition the cartridge, complete the loading process, and resume insulin delivery, with no further action required.